Manufacturer narrative:
Returned for evaluation was one smartport. As received, the smartport appeared used. The port and catheter tubing contained bio material inside and outside. The catheter contained a slice/fracture between the 10-11cm mark. Additional review of the complaint sample, since it was reported that the fracture in the catheter was observed as an out of box failure, yet sample returned had many signs of being placed in situ for an extended period of time (e.g. Months). Observations include: catheter tubing was trimmed at 19cm mark and attached to port. Fracture in catheter is between 11-12cm, so 7cm from port body. Catheter fracture is two parallel longitudinal slits approximately 0.8cm long. This is indicative of repeated flexural fatigue failure of the tubing. The 11 and 12 cm markings are faded as compared to the other ink markings. The septum had many punctures indicating multiple access uses. All of the observations above confirm that root cause of catheter fracture is pinch-off syndrome. The customer's reported complaint description is confirmed for fracture of the catheter tubing. Based on the flexural fatigue nature of the catheter tubing and the location of the fracture from the port (~7cm), the root cause for the catheter fracture is consistent with pinch-off syndrome. The rest of the catheter was found to be normal in appearance and measured within specification. The fracture of the catheter tubing is not an out of box failure as initially indicated in the complaint notification form. The returned port had many signs of being implanted in a patient and used for an extended period of time. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with this item number, contains the following statements: absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a smartport CT. While unpacking, it was noted that this device was "broken/fractured," just off of the stem of the port. The following procedure was completed with another same device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. This event did not meet the criteria of an adverse reportable event as described. When the reported device was received for evaluation, it was determined the device had been indwelling for an unknown period of time, at the time of the fracture. The fracture would have required removal and possible replacement. Due to the sample evaluation, this event would meet the criteria of reportability. Attempts to obtain additional information have been unsuccessful.